Event description:
Patient had spaceoar vue inserted transperineally on (B)(6) 2024, and by (B)(6) 2024 he complained of increased rectal pain warranting an ER visit. Patient was admitted on (B)(6) 2024 for imaging, antibiotics, and evaluation.